Manufacturer narrative:
Concomitant medical products: b braun perifix epidural filter. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the IV tubing set became disconnected from the filter during a total parenteral nutrition (tpn) infusion in the cancer transplant unit. There was no impact or consequences to the patient. Although requested, additional information was not provided.

Event description:
It was reported that the IV tubing set became disconnected from the filter during a total parenteral nutrition (tpn) infusion in the cancer transplant unit. There was no impact or consequences to the patient. Although requested, additional information was not provided.